Event description:
A review of a (B)(6) female patient's download revealed several belt flags including belt incompatable flags, service code 204 and gel release flags. The patient was contacted by zoll customer support and issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the electrode belt connector was broken. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.